Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. On the received pictures, we only can confirm that the plate (pl 1-ho f/fem neck syst tan) was shaved as reported. The functional issue with the other devices, pl 2ho f/fem neck syst tan, insert handle and ins f/insertion handle, could not be confirmed with the available pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for left femoral neck fracture. The surgeon attached the 2-hole plate to the insert handle and tried to tighten the black screw of the insert manually, but the connection was stiff, and he could not tighten the black screw to the insert handle; it was assumed that there was a problem with the plate. The surgeon exchanged the plate to 1-hole plate, but the same event occurred. When the plate was removed from the insert handle and the bolt insertion port side of the plate was checked, it was found that the plate was shaved by the tip of the insert. The insert was removed from the insert handle, and the tip of the insert was tried to be attached to the bolt insertion hole of the plate, but it could not be connected unless it was pushed hard. The surgeon commented that the tip of the insert might be deformed or there might be a problem with the plates. Although there was a gap of a few millimeters between the black screw of the insert and the insert handle, 2-hole plate managed to be connected, and the surgery was completed within thirty (30) minutes delay. Patient was stable. This report is for an insert for femoral neck system (fns) insertion handle. This is report 4 of 4 for (B)(4).